Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) no complaint received with return of device. Failure (event) observed during analysis. Analysis found insulation abrasions at 44cm to 44.3cm and 41.7cm to 42.4cm from distal tip. The damage found is consistent with friction to the ICD can. The svc cables were exposed, but not damaged. The svc coating was compromised. Inside-out abrasion was noted at 12cm to 15.5cm and 12cm to 13.9cm from distal tip. The rv etfe coating and the ring electrode cable etfe coating were compromised.

Event description:
This report is to advise of an event observed during analysis.